Event description:
Patient reported obtaining back-to-back blood glucose results of "lo" (< 10 mg/dl), 11mg/dl, and 350 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these results. No pt injury was reported and no treatment was rec'd. Quality control testing had not been performed on the system. No product was returned to the MFR for eval.